Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the freestyle lite meter and there were no adverse trends that indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre reader would not charge when connected to the charging cable and as a result, he could not monitor his glucose levels. Customer did not experience symptoms but self-treated with insulin (dose/type unknown) and self-presented to a hospital to have his glucose levels checked. At the hospital, customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre reader would not charge when connected to the charging cable and as a result, he could not monitor his glucose levels. Customer did not experience symptoms but self-treated with insulin (dose/type unknown) and self-presented to a hospital to have his glucose levels checked. At the hospital, customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) via intravenous infusion. There was no report of death or permanent injury associated with this event.